Event description:
It was reported that the right ventricular (rv) lead superior vena cava coil had impedance greater than 200 ohms. The lead also had an elevated short interval count, non-sustained tachycardia episodes were present with non-physiological rates and the electrogram showed evidence of noise at times. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.